Event description:
It was reported that (1) lcsc5 was used during a laparoscopic nissen fundoplication procedure. It was reported by the rep that the blade locked out immediately after beginning retorqued and regrasped tissue and cleaned. Used a new lcsk5 to finish the case. There was no consequence to pt.